Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-52 lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that during a normal generator change out, analyzer testing revealed noise on the right ventricular (rv) lead. Other analyzers/programmers/cables were tried and the same results were seen. It was noted that there may be insulation damage from the other lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a normal generator change out, analyzer testing revealed noise on the right ventricular (rv) lead. It was noted that there may be insulation damage from the other lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.